Manufacturer narrative:
Concomitant medical product: 4568-53 lead implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. Oversensing with pacing inhibition was noted on the episodes. It was further reported the lead had a possible fracture, high impedance, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.